Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited >125 ohm shock lead impedance. In addition, this implantable cardioverter defibrillator (ICD) appeared to be eroding through the skin. A guidant technical services (ts) consultant discussed that the lead conductor may be compromised, and recommended delivery of a maximum energy shock to assess. To date, there have been no reported patient symptoms associated with this clinical observation.